Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 619616) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included burning micturition. Concurrent conditions included amenorrhea (history of since 17 year old having 2-3 menstrual cycles per year unless she was on pills.), urinary urgency and urinary frequency (in-office ua was done which did show positive for leukocytes. She was given prescriptions for pyridium and badrim os and will follow up as needed.). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), uterine haemorrhage ("abnormal uterine bleeding") and endometriosis ("endometriosis"). The patient was treated with surgery (robotic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, uterine haemorrhage and endometriosis outcome was unknown. The reporter considered dysmenorrhoea, endometriosis, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: number of trailing coils- 3 left 1 right (4 on right, 3 left side) discrepancy noted: date(s) of insertion: (B)(6) 2009. Lot number: 619616, manufacturing date: 2009-02, expiration date: 2012-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 619616) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included burning micturition. Concurrent conditions included amenorrhea (history of since 17 year old having 2-3 menstrual cycles per year unless she was on pills.), urinary urgency and urinary frequency (in-office ua was done which did show positive for leukocytes. She was given prescriptions for pyridium and badrim os and will follow up as needed.). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), uterine haemorrhage ("abnormal uterine bleeding") and endometriosis ("endometriosis"). The patient was treated with surgery (robotic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, uterine haemorrhage and endometriosis outcome was unknown. The reporter considered dysmenorrhoea, endometriosis, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: number of trailing coils- 3 left 1 right (4 on right, 3 left side) discrepancy noted: date(s) of insertion: (B)(6) 2009. Most recent follow-up information incorporated above includes: on 9-jul-2020: mr received. Event "medical device removal" updated to "pelvic pain", reporter, lot number, medical history added. New events added- abnormal uterine bleeding, dysmenorrhea, endometriosis. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure remove). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.